Event description:
The olympus sales representative was informed by the customer that the grasping forceps needle holder is not able to hold the needle; when the forceps are ratcheted closed there was a gap. It is unknown when the issue occurred. It was confirmed that it was the first time the forceps had been used. The customer did not experience any issues with their other forceps. No death, injury or harm was reported.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customer¿s reported issue was confirmed as a gap was visible when fully closed at the handle side. Additionally, there is foreign residue on the jaws at the distal end, and signs of wear/abrasions on the handle. The product was sold in april 2022. The investigation is ongoing. The device will be forwarded to the manufacturer for further investigation. If additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the contamination/corrosion led to increased friction, resulting in needing to use more force to close the jaws of the forceps. The cause of the reported issue is likely due to improper or insufficient reprocessing. This supplemental report includes information added to b5. Olympus will continue to monitor field performance for this device.

Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the reported event description (b5).

Event description:
The olympus sales representative further reported it was believed to be an out of box failure and that the customer noticed the device was broken after the customer was assembling the device after they first sterilizing it.